Manufacturer narrative:
One sonicision cordless ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed t hat the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The customer reported that the device did not activate. The reported condition was not confirmed because the device had been used. The device stopped working. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The IFU also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that when activated the clamp, the cycle begins but stopped during use. The device is disconnected and reconnected but it still not reading, requiring its replacement. There was no patient injury. There was no excessive bleeding. There was no increased surgical time. There was no increased hospitalization. Upon inspection of the returned device it was revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device.